Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer received with power error detected alarm. The blood glucose was unknown ate the time of the incident. Customer states that every 24 hours it has her to change the battery on her pump. Customer reports pump has not been exposed to temperatures below 5 degree celsius. The troubleshooting steps were guided for power error detected alarm and advised customer to monitor the pump and call back if issue reoccur again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Power error alarm due to j6 connector resistance issue.